Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Information from the complaint indicated that 3 passes with the trevo were performed in total and there was no vessel perforation, vessel dissection, or device malfunction during the procedure. The reported patient intracranial hemorrhage is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that the patient underwent thrombectomy procedure for left middle cerebral artery (mca) m1 distal and m2. Procedure included 3 passes in total performed with the subject retriever. Patient pre-procedure tici (thrombolysis in cerebral infarction) score was 0 and had nihss (nih stroke scale/score) 24. Following procedure completion, patient was noted to have post procedure tici score of 2b and nihss score of 13. Physician reported no vessel perforation, vessel dissection and device malfunction during procedure which was completed successfully. 24 hours post-procedure, imaging results showed intracerebral hemorrhage and subsequently patient developed sich (spontaneous intracerebral hemorrhage) and symptomatic sah (subarachnoid hemorrhage) two days post procedure. No further information provided.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the patient underwent thrombectomy procedure for left middle cerebral artery (mca) m1 distal and m2. Procedure included 3 passes in total performed with the subject retriever. Patient pre-procedure tici (thrombolysis in cerebral infarction) score was 0 and had nihss (nih stroke scale/score) 24. Following procedure completion, patient was noted to have post procedure tici score of 2b and nihss score of 13. Physician reported no vessel perforation, vessel dissection and device malfunction during procedure which was completed successfully. 24 hours post-procedure, imaging results showed intracerebral hemorrhage and subsequently patient developed sich (spontaneous intracerebral hemorrhage) and symptomatic sah (subarachnoid hemorrhage) two days post procedure. No further information provided.